Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked "at the white connecting piece" during infusion. The infusion rate was 45 ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed. A leak was identified between tubing and bushing. The reported condition was verified. The assignable cause was determined to be method. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.